Manufacturer narrative:
The reported events of interrogation problem and unable to upgrade were confirmed. Final analysis found firmware corruption resulted in the loss of communication. The cause of the firmware corruption, however, was unable to be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was found that the patient's implantable cardioverter defibrillator failed to be interrogated. The cyber software update was attempted to be installed, but was unsuccessful. The device was explanted and replaced. The patient was stable.